Manufacturer narrative:
Product event summary the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead dislodged on two occasions as the pocket was being closed. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.